Event description:
The patient was implanted with a vented electric left ventricular device (lvad). It was reported by the vad engineer that the patient noted grinding noise over the weekend; however, no alarms or change in the function of the lvad were noted at that time. The patient was brought into the hospital for an appointment and was having an echo performed to evaluate the function of the lvad. During the echo, alarms began to occur and the patient began to decompensate clinically. The lvad was making grinding noises and was no longer producing flows that were consistent with maintaining proper clinical status. The patient was then hand pumped and put on pneumatic support. A few days later the lvad was exchanged. The patient remains on lvad support.